Event description:
The suture was used during a colectomy procedure. Reportedly seven hours after the procedure, the wound dehisced due to the knot slipping. Patient was returned to the o.r. And resutured. The hospital has reported the patient's condition is fine.